Manufacturer narrative:
The power supply was returned for investigation. The power supply was tested and no failures were identified. Root cause could not be determined for the complaint allegation.

Event description:
The customer reported that the unit is not powering on. The customer reported there was no patient involvement.